Event description:
It was reported that a patient experienced peritonitis. Three days later, the patient was hospitalized for this event; however, treatment was not reported. At the time of this report, the patient remained hospitalized and the pd catheter had been removed. No additional information is available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895086 and gd895250. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).